Event description:
Alleged issue: kevin blumenthal and et al, dept of urol, george washington hospital in washington, dc described reviewing cases of patients who underwent robot-assisted laparoscopic radical prostatectomy (ralp) at the institution from january 2004 to september 2007 and identified patients with bladder nack contractures (bnc) or complications related to the use of holc. A retrospective chart review was performed to attempt to determine the cause of each bnc. I was found to have holc migration within the bladder.

Manufacturer narrative:
Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.